Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer reported that the insulin pump was cracked, chipped and had hairline fracture, was cracked at the threading on the reservoir and battery compartment, pump had rejected new batteries, motor was making grinding sounds and the act and down buttons were unresponsive, sometimes had to press twice. The insulin pump will not be returned for analysis.